Event description:
Revision surgery - the surgeon replaced the humeral components of the prosthesis secondary to the distal extrusion of the implant through the medial cortex of the humerus.

Manufacturer narrative:
The reason for this revision surgery was identified as replacement of the humeral components after 2.1 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of by the hospital and not returned to djo surgical for examination. (B)(4). The root cause for the revision surgery could not be determined with confidence. There is no indication of a product or process issue affecting implant safety or effectiveness.